Event description:
After 18+ months of implantation, this pacemaker was explanted because of an infection.

Manufacturer narrative:
Since the device was not returned, the production history and sterilization records were reviewed. The records showed that the device was manufactured, sterilized and released according to applicable standard operating procedures. Date analysis/investigation completed: 04/01/08. Devices sold and labelled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing data for the pacemaker in object: manufacturing date: july 11, 2006. Use before date: feb 11, 2008. Sterilization lot number: m060728. Moreover, it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, and this has already been described in the literature. See scanned page.